Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Since the product was not available for evaluation, the exact root cause of the allegation could not be determined. The DHR review determined that there were no manufacturing issues and the device was released in a conforming state. No ncs or capas have been noted for this failure mode. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal evolution device came out of the body during pullback. The procedure performed was a neuro intervention using a 6 fr sheath. The condition of the patient was good. Manual pressure was held, and the closure device was not placed. There was no patient injury, medical/surgical intervention required. Additional information was received on 13may2021: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed.